Manufacturer narrative:
The unit was triaged for the service finding that the unit shut off automatically. Visual inspection of the pumps exterior found no obvious issues. At initial power up the battery icon showed no charge remaining. Within a few seconds the pump produced a low battery alarm and shut of automatically. An ac adaptor was attached to the pump and the battery icon indicated that the pumps battery was accepting a charge. The battery was allowed to charge for six hours prior to testing. A feed rate of 125 ml/hr was programmed and the pump was allowed to run overnight. The following morning the pump had shut off due to a low battery alarm. An ac adaptor was attached to the pump. The pump was powered on and the lcd screen indicated that the pump had delivered 1478 ml of water before the battery was depleted. This amount equals 11 hours and 49 minutes of running time. There was no fault found with the pump. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue to covidien service. Upon triage, on (B)(6) 2017, service found that the pump produced a low battery alarm and shut of automatically.